Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent thrombosis). (B)(4).

Manufacturer narrative:
(B)(4). Eval: results: (dissection, mi, death).

Event description:
Additional information reported that a thrombus was reported to have occurred during the index procedure. The cause of death is reported as cardiogenic shock and myocardial infarction .

Event description:
Pt rec'd one endeavor sprint rapid exchange (rx) drug eluting coronary stent (details unk) in the left main during procedure. However, it was reported that the procedure was complicated by the occurrence of a severe coronary dissection. Cardiogenic shock and myocardial infarction were also confirmed. It was reported that the pt died post implant of the relevant stent. Investigator reported that the event was unrelated to the study device and definitely related to the procedure.